Event description:
It was reported that the healthcare professional (hcp) requested a review of the device data of this cardiac resynchronization therapy defibrillator (crt-d). Technical services discussed the presenting electrogram (egm) shows atrial sensing with bi-ventricular pacing and occasional paced beats which led to storage episodes of pacemaker-mediated tachycardia (pmt). Additionally, there were concerns about oversensing and pacing inhibition. Further evaluation due to current programming was recommended. At this time, the product remains in service and no adverse patient effects were reported.